Event description:
It was reported that an ilet user experienced decreasing blood glucose values from 201 mg/dl to 174 mg/dl and then to 149 mg/dl without symptoms, and the user expressed fear of going low. Symptoms included no reported clinical effects. Outcomes included no functional impairment and no medical intervention. Investigation included troubleshooting and user education, with no alerts or alarms reported. Investigation of this case revealed no device malfunction or component issue identified, and the cause of the hyperglycemia event preceding the decline in glucose remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.